Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 03/13/2015 with the following findings: the returned battery cap was able to fully tighten to the pump. There was a battery compartment crack observed below the grip pad. There were multiple (B)(4) alarms observed in the black box on (B)(6) 2015. The (B)(4) alarms are defined as post delivery motor power supply faults. During investigation a (B)(4) alarm was received on each rewind attempt. The idle and sleep current draws were within specifications. There was evidence of moisture contamination inside the pump. Unrelated to the initial allegation, the display screen was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump was experiencing short batter life. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.